Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had open incorrect pocket when pulling medication to the patient, but correct pocket was in inventory count. A technical support specialist (tss) had not received any response from the customer, so the case was closed. The customer was advised that if the issue was not resolved, they should open a new ticket and include additional details so further assistance could be provided.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system opened the incorrect pocket when tried to pull the medication (eliquis). Customer stated that when tried to complete the inventory count for the medication, the system opened the correct pocket. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.